Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that they had turned their device off, but then got an unbearable zapping pain. The patient had called their health care professional (hcp) office and talked to an on-call hcp who told the patient to go to the emergency room. The patient then called the manufacturer and asked if there was anything that could be done. The patient was recommended to follow their hcp's advice to receive help for their pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.